Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported a slight irregular side cut and resistance in the side cut during flap creation on a patient. The procedure was able to be completed without complication and there was no patient harm.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which could have contributed to the reported event. The company service representative optimized the laser engine. The system was then tested and met all product specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).